Event description:
Event description guidant received information that the patient presented due to shortness of breath, dizziness and nose bleeds. It was also reported that the patient had more problems with the implantable cardioverter defibrillator (ICD) was programmed with higher paced output settings.